Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Session records indicated the implant date was not entered, which is consistent with showing the low battery capacity bar noted in the field. Further analysis performed found no anomaly. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, the battery of the device was noted to be at end of life (eol) level on merlin.net. Abbott technical support was contacted, previous remote session records were reviewed, and the device was noted to no be programmed on and no implant date was entered resulting in an almost empty battery longevity bar graph, however, the device had not reached elective replacement indicator (eri) nor eol battery level. The physician suspects premature battery depletion on the device, however, recent session records were not provided. The device was explanted and replaced to resolve the event. The patient was in stable condition.